Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-apr-2024 by a nurse practitioner concerning a 57-year-old female patient. The medical history of the patient included anxiety and covid infection in 2022. Concomitant medication included xanax [alprazolam] for anxiety. No information about history of allergies has been provided. The patient had previously received treatment with restylane defyne and restylane contour to the cheeks and chin with no reported issues on (B)(6) 2023. She was also injected with versa to the lips on (B)(6) 2023 and was again treated with versa to lips in (B)(6) 2023. Thereafter, the patient was administered with hylenex to the lips for a bump. On (B)(6) 2023, the patient received treatment with approximately one syringe in total of restylane-l (lot 21258), less than half a syringe in each tear trough for rejuvenation (unknown injection technique and needle type). The restylane-l was injected to tear troughs (off label use of device). The patient reported no issues with swelling or lymphatic issues. On (B)(6) 2023, the patient wanted a little more product and received a touch up treatment with less than a full syringe of restylane-l (lot 21258) to tear trough bilaterally for rejuvenation (unknown injection technique and needle type). On (B)(6) 2024, the patient reported to the hcp that she experienced a bump/granuloma (granuloma skin) under the right eye. The hcp reported that the bump was not visible but was palpable, which was like a cyst and squishy. The hcp referred patient to an optometrist who initially informed the patient that it might be a form of eye cancer and the patient was referred to another physician. On (B)(6) 2024, the patient underwent CT of orbits without contrast and the impression stated thickening of the wall (implant site induration) under the eye inferior to the right nonspecific soft tissue thickening of skin and subcutaneous fat inferior to the right groin, no defined mass or fluid collection was seen. On (B)(6) 2024, the patient underwent a surgical intervention and removal of bump for biopsy. On (B)(6) 2024, the reporting hcp was informed by the patient that the physician mentioned it was a granuloma and ha filler was in the granuloma via the pathology report. The granuloma might have grown rapidly three times since the injection date. The patient reported that the granuloma was probably related to under eye filler and the particles of filler were also seen in the biopsy. The reporting hcp had not verified this though. The physician took biopsy from the site where the injection was as well, and the hcp thought there would be remnants of the product in the area. Outcome at the time of the report: bump/granuloma was recovering/resolving. Thickening of the wall was recovering/resolving. Restylane-l was injected to tear troughs was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of granuloma skin and the non-serious event of induration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for surgical intervention to prevent permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The restylane-l was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, only three medical complaints including the current case have been reported for the specified lot number. The other two complaints concerned events of swelling and vascular occlusion, respectively. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.